Event description:
Litigation alleges that patient has experienced soreness, sensitivity, and pain, which has negatively affected patients ability to walk, move, and sleep. Additionally, it is alleged that patient has excessive levels of cobalt and chromium.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This medwatch, 1818910 - 2012 - 08362 is being kept for investigational purposes. Medwatch 1818910 - 2015 - 29903 has been voided, as it was a duplicate of 1818910 - 2012 - 08362.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.